Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing noise. The clinic has now reprogrammed the sensing vector to secondary. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.